Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) replaced bad rails to resolve the issue. The inventory was checked by the customer and fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer had failed and was failed to unlock. The customer reported that they had manually unlocked the drawer during surgery, which caused a delay in patient care. There were no adverse events or injuries reported based on this incident.